Event description:
It was reported that during a hip arthroscopy labral repair, shedding and flaking of the drill against the guide occurred. There were no procedure exceptions noted. The shedding occurred while drilling into the bone. It was reported that it seemed that the shedding occurred, due to the drill and guide rubbing against each other. The surgeon was able to remove all of the debris using a shaver and suction. A new drill and drill guide was used to complete the procedure with no further issues. The patient was reported to be fine post operative. The drill had not been reprocessed, or reused. The drill guide had been used previously, but the numbers of times was not known.

Manufacturer narrative:
The returned device was visually inspected. Rings were observed on the flute of the drill and inside the tip of the guide, confirming the complaint. No other visual anomalies were observed. In addition to visual inspection, the total indicated runout and outer diameter of the drill were inspected, and the inner diameter of the drill guide was inspected. All dimensions were within specification. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Based on the investigation, no root cause could be determined. No further investigation is warranted at this time. (B)(4).